Manufacturer narrative:
Additional information received on 28 april 2017 and includes: pathogen confirmed as staph. Batch review performed on (B)(6) 2017. Lot 124105: (B)(4) items manufactured and released on (B)(6) 2013. Expiration date: 2017-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to signs of infection. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully. The pathogen was later confirmed as staph. X-rays and explants are not available.